Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was not confirmed due to a lack of sample. The caregiver (cg) noticed the fluid on the floor. An exact root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during drain 1 of 5. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The caregiver (cg) noticed the fluid on the floor. The technical service representative (tsr) explained the alarm to the cg. The tsr advised the cg to discard the current supplies and start over with all new supplies. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that the hp was doing fine and was continuing with therapy. There was no patient injury or medical intervention reported.